Event description:
The territory manager (tm) assisting a (B)(6) male pt contacted zoll lifecor customer support to report that the pt was getting constant "adjust belt" messages. The pt's electrode belt was replaced.

Manufacturer narrative:
Device eval summary: device eval of belt (B)(4) has been completed. The reported problem (adjust belt messages) has been confirmed. Upon eval, the baseline was interrupted with "adjust belt" messages. The cause of the adjust belt alarms was due to noise on both the front-back and side-side channels, due to a defective cable from ECG a to ECG b. The root cause of the defective cable cannot be positively determined, but was likely a result of excessive force. No adverse event resulted from the damaged cable. The pt received a replacement electrode belt.